Manufacturer narrative:
Concomitant medical products: dtma1q1 ICD, implanted: (B)(6) 2019. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported by the patient that "when they sleep on their left side, they will all of a sudden feel a spasm. When they get up, it stops". The patient states that this has been going on since the new device was implanted. The patient was seen for an interrogation and the sensation was reproduced. The left ventricular lead outputs and configuration was reprogrammed. The left ventricular lead remains in use. No further patient complications have been reported as a result of this event.